Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that as the surgeon was clipping the cystic duct surgeon had some difficulties removing the applier from the clip. This happened twice and the surgeon decided to open a new applier to finish the case. The second applier worked fine. There was no pt consequence.